Event description:
The pt had photopheresis treatment for chronic graft vs host disease (skin, sclerodermia), on (B)(6) 2019. He had onset of left-sided weakness and dysarthria approx three hours after completion of treatment on (B)(6) 2019. No evaluation was made for dvt in the lower extremities. Was this device serviced by a third party servicer? Yes. FDA safety report ID# (B)(4).